Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading was under 20 mg/dl at time of the event. The customer stated that she had suspended her insulin pump, but the device still delivered insulin into her body. The customer believes that the hospitalization was due to the infusion set was wearing at time of the event. Troubleshooting was declined. No further info was provided.